Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: "the needle did not retract in the butterfly blood collection kit. The needle and the housing unit became detached."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for front/rear barrel separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode front/rear barrel separation. Bd was not able to identify a root cause for the indicated failure mode."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: "the needle did not retract in the butterfly blood collection kit. The needle and the housing unit became detached."